Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional clip delivery system devices referenced are filed under separate medwatch reports.

Event description:
This is filed to report the single leaflet device attachment (slda) with the implanted clip (80221u108). It was reported that this was a mitraclip procedure to treat functional regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds 80215u131) was advanced to the mitral valve; however, while steering the cds in the left ventricle, a 50 degree bend was observed on the shaft and the clip moved in an unintended direction. The clip was not implanted and the cds was removed. After removal, the shaft remained bent. Another cds (80202u190) was advanced and the clip was implanted, reducing the mr to 3. To further reduce mr, an additional cds (80221u107) was advanced. The second clip was implanted. After deployment, it was noted that the second clip detached from the posterior leaflet, and remain attached to the anterior leaflet (single leaflet device attachment/slda). A third clip (80221u108) was implanted to stabilize the slda clip and to further reduce mr; however, five minutes after deployment, the third clip detached from the anterior leaflet, and remain attached to the posterior leaflet (slda). The mr returned to 3-4. The procedure was discontinued. No additional clips were implanted. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A thorough review of single leaflet device attachment (slda) complaint data was performed, which concluded there is no evidence that slda complaints are related to manufacturing. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda in this incident appears to be due to patient morphology/pathology (thin leaflets). Additionally, the patient effect of mitral regurgitation (mr) appears to be due to slda. It should be noted that the reported patient effect of worsening mr is listed in the mitraclip nt system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.